Event description:
As reported, the plug deployment button could of a 5f exoseal vascular closure device (vcd) could not be pressed down to release the plug. Manual pressure was used to stop bleeding. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was not pressed and the guidewire loop was already exposed from the cephalic end. The plug remains in the exoseal vcd device after removal from the patient. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button could of a 5f exoseal vascular closure device (vcd) could not be pressed down to release the plug. Manual pressure was used to stop bleeding. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was not pressed and the guidewire loop was already exposed from the cephalic end. The plug remains in the exoseal vcd device after removal from the patient. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped per the instructions for use (IFU). There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
As reported, the plug deployment button could of a 5f exoseal vascular closure device (vcd) could not be pressed down to release the plug. Manual pressure was used to stop bleeding. No patient injury was reported. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The deployment button was not pressed and the guidewire loop was already exposed from the cephalic end. The plug remains in the exoseal vcd device after removal from the patient. The exoseal vcd was used in a diagnostic procedure. The device was stored and prepped per the instructions for use (IFU). There was no access vessel tortuosity, and the target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator, and until the indicator window changed to a solid black color. When depression of the button was attempted, the button would not depress at all. At that time, the indicator window was showing solid black, and no red color was observed during retraction. The device was not returned for analysis. One picture related to the reported malfunction on the product ¿vascular closure device 5f - us¿ was attached in this complaint file. In the picture a pouch with the product label to the front and with the vcd unit on one side is observed. In the label, the catalog ex500 and the lot number 18251154 among other product information can be read. The exoseal unit is placed on its side with the delivery shaft inserted into an unknown catheter sheath introducer (csi). The lever button, the bleed back port, and the plug are not deployed. The indicator wire is deployed. The indicator window is not visible. No damages are observed in the unit shown. No other outstanding details were observed in the attached picture. A review of the manufacturing documentation associated with lot 18251154 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the image provided. The lever is not depressed, however, the window is not visible and therefore, it is not possible to deduce if there is an issue with lever depression. The window must be in black/black for proper lever depression. The cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.